Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 70 months after the implantation high defibrillation impedance (over 200 ohms) was observed on this right ventricular lead. The lead has been replaced.